Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle had safety system failure that led to a needle stick injury. It was reported that "the plastic was stuck when activating the safety needle" and that the needle stick occurred after the malfunction.

Manufacturer narrative:
Type of reportable events: corrected to "serious injury".

Event description:
It was reported that bd safetyglide needle had safety system failure that led to a needle stick injury. It was reported that "the plastic was stuck when activating the safety needle" and that the needle stick occurred after the malfunction.

Event description:
It was reported that bd safetyglide¿ needle had safety system failure that led to a needle stick injury. It was reported that "the plastic was stuck when activating the safety needle" and that the needle stick occurred after the malfunction.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported where the device could have originated. The information for each lot number is as follows: d.4. Medical device lot #: 8002868. D.4. Medical device expiration date: 12/31/2022. H.4. Device manufacture date: 1/2/2018. D.4. Medical device lot #: 7271580. D.4. Medical device expiration date: 9/30/2022. H.4. Device manufacture date: 9/28/2017. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.